Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the foot of the duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.